Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's thoracic lead has high impedances. Patient was unable to charge the ipg since 2024. To address the issues, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.